Event description:
The patient reported having the poor communication screen on their programmer. They stated they were not able to communicate between their recharger and implantable neurostimulator (ins). The patient noted that they last successfully recharged their device 6 months or so ago, which is also when they last felt stimulation. They mentioned that they stopped charging their device because they lost weight, which took pressure off of their nerves, thus they didn¿t need their stimulation as much. The patient stated they spoke with their manufacturing representative about this issue ¿sometime last year.¿ the patient mentioned a couple of previous falls in the past, but the device was checked by the manufacturing representative following each fall, and nothing was wrong. The patient was to follow up with their healthcare provider. The patient was implanted for non-malignant pain and radiculopathy. Additional information was received from the patient¿s health care provider (hcp) on (B)(6) 2017. It was reported that the implant device was confirmed to be in overdischarge, the power on reset (por) error message appeared five times and the hcp was still unable to communicate to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) was replaced on (B)(6) 2017.

Event description:
Additional information was reported. Patient reported an overdischarge was confirmed. It was reported that they did all the steps instructed by their manufacturer representative and that the issue was resolved.